Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas 8000 e 602 module. The initial result was 70.26 ng/l. This result was reported outside of the laboratory. The repeat results were 5.68 ng/l and 5.99 ng/l. A new sample was drawn 3 hours later and the result was 7 ng/l. The troponin t hs stat reagent lot number was 416797. The expiration date was not provided.

Manufacturer narrative:
Section b3, date of event was corrected.

Manufacturer narrative:
The troponin t hs stat reagent expiration date was 30-nov-2020. Calibration was acceptable. Some qc results were outside of the appropriate range. The alarm trace does not suggest a reagent or sample issue. The customer used a centrifugation time of 7 minutes and speed of 3000 rpm. Based on the type of sample tubes the customer uses, the centrifugation time should be 10-15 minutes with a speed of 1800 - 2200 rpm. The malfunction is consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation did not identify a product problem. The specific cause of the event could not be determined.